Event description:
Per the audiologist, the patient reportedly had redness around the site of the implant one month post op. The physician advised the patient to temporally discontinue use of the speech processor. The strength of the external magnet was reduced and patient reportedly was doing ¿ok¿ (date not reported).the center then reports changes in impedance value and then subsequent performance decrease reported by parents and slp in 2008.it was reported to cochlear americas in 2009, that the results of an integrity test in the same month, indicated multiple electrode anomalies. Explant and reimplantation is planned but had not been scheduled at the time of this report, march 23, 2009.